Manufacturer narrative:
The sample is available for evaluation. A request for additional information regarding this incident has been made. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Internal file number: (B)(4). Date submitted: (B)(4) 2011.

Event description:
One of the nurses in the (B)(6) department experienced leaking when running chemotherapy drugs through the (B)(4) product. The nurse disconnected the chemotherapy and ran saline through the line. At this time, it was discovered that the device leaked at the luer connection to the bd q-syte device on the extension set hub. The leakage was not critical to the pt and there were no adverse effects. The estimated leakage was approximately 5cc of chemotherapy drugs. However, there was slight blood loss for the pt due to backflow from reduced pressure.